Manufacturer narrative:
No information to date, as we are still awaiting return of the complaint device. Results: our records indicate that no other complaints of this nature have been received for this lot number. Conclusions: no conclusion can be made at this time.

Event description:
Reporter reported that two 900mr754 heater wires were twisted in some way, and that the heater wire adapter would not connect properly. No pt consequence was reported.